Manufacturer narrative:
Date sent to the FDA; (B)(4).

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure. The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Prior to tvt-o implantation, did the patient undergo any other procedures in the pelvic area? If yes, please describe. It was reported ¿now the ¿knot¿ can be seen as black ¿suture¿. Is the suture an ethicon device? Please provide product code and lot number of the suture. Describe medical/surgical intervention for exposure including dates. If reoperation: please provide the date. What were the findings on reoperation? Was the exposed mesh was excised? Are there any pictures available for evaluation? Other relevant patient history/concomitant medications. Product code and lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that a patient underwent an obturator sling procedure and mesh was implanted on an unknown date to treat stress incontinence that started during/after birth with gradual worsening over the years. Furthermore, atrophic mucosa, which was treated prior to sling surgery. The patient got a sling due to insufficient effect of pelvic floor training and local hormone. Primary satisfaction with the result. Through autumn 2017 there have been increasing genes from a ¿knot¿ just below the urethra's opening in the vagina. At first it could only be felt under the mucosa. Now the ¿knot¿ can be seen as black ¿suture¿. This mesh erosion of the sling mesh to the vagina occurred about 6 months after the sling operation. It bothered the patient due urge urination and complained primarily of partner discomfort during sexual intercourse. After this sing surgery, the patient has had breast cancer and therefore has stopped local hormone. Additional information was requested.